Manufacturer narrative:
An engineering investigation was performed on the returned astral device. A review of the downloaded device log showed that a single occurrence of system fault 180 and an error message "battery inoperable" were triggered in the device. Device testing was not able to reproduce the reported failure and the battery charged. The investigation determined that the reported event is most likely caused by software behavior between the battery charger and the battery pack. This type of alarm will not affect the patient should it occur during ventilation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident.

Event description:
Please refer importer report #: (B)(4).

Manufacturer narrative:
The device was returned to the mfg facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).